Event description:
It was reported that a user experienced an episode of low blood glucose with a lowest reported value of 31 mg/dl while using the ilet system with a libre 3 plus sensor integrated via the ilet mobile app; the user noted no clear cause and was advised to rescan and compare readings. Symptoms included shakiness and disorientation consistent with symptomatic hypoglycemia. Outcomes included self-treatment at home with oral carbohydrate intake (orange juice and soda) and subsequent recovery to a glucose reading of 146 mg/dl, with no medical intervention or hospitalization. Investigation included customer care troubleshooting and user education on verifying sensor readings with the app. Investigation of this case revealed that the event resolved after carbohydrate treatment and there was no evidence of device malfunction based on available information. It was concluded that the event was a hypoglycemic episode with unclear cause, resolved with standard treatment and without adverse sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.